Event description:
New information received notes that programming changes were made. These changes resolved the issue. The patient was fine before, during, and after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via remote transmission with inappropriate atp therapy. Post-paced t-wave oversensing on the ventricular channel was observed. The patient received inappropriate atp therapy during the oversensing. Programming changes were recommended.